Manufacturer narrative:
The device was received for evaluation. During functional testing, 'failed downstream occlusion' was not reproduced. A review of the event history log revealed multiple events of "downstream occlusion!" However the log cannot be used to determine if the alarms occurred within intended testing ranges. The device was tested for downstream occlusion detection and was able to properly detect a downstream occlusion. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream sensor out of range. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion during testing in the biomedical service department. There was no patient involvement. No additional information is available.